Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subcutaneous implantable cardiac defibrillator system was explanted due to several failed shocks. A new trans-venous system was successfully implanted. There were no additional adverse patient effects.